Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that a spherical shaped foreign material was found in the scope that could be a liquid, however, the specific material could not be identified. Additionally, the cause of the residual foreign material could not be specified. There was no physical damage to the area where the foreign material remained and no reported deviations from the instructions for use (IFU). The event can be detected and prevented by following the instructions for use (IFU) "chapter 4 reprocessing workflow for endoscopes and accessories" and the instruction manual "disinfection/cleaning/sterilization edition [clause 1.7 reprocessing before patient procedure warning]". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; a foreign object was found in the channel rice field. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when the medical staff selected a frequently used evis lucera elite gastrointestinal videoscope for procedural use, the device was found to contain a foreign object inside the device. The scope had since been refrained from use and there was no patient harm associated with the event.